Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. Associated products: medical product: freedom constr hd 36mm t1 std, catalogue number: 11-107018, lot number: 224690. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient has undergone revision surgery due to recurring dislocations of freedom constrained liner in an exceed size 54 cup. This has been treated with closed reduction, but it is decided to revise the liner to a different constrained liner solution, to solve the luxation. When opening the patient, the head is in the liner, but when trying to luxate the head out of the cup the liner comes out of the socket of the cup and seems like it was not locked into the cup. Furthermore, the head has many visual scratches when inspected and it seems that there is a deformation of the inner rim of the liner. The old locking ring is taken out and replaced with a new one and the r/c ii constrained liner is inserted in the socket and locked in, checking that the liner is locked. A new 32mm cocr head t1 is attached to the stem and together with the locking ring on the constrained liner attached in the constrained liner. The surgeon wants to have the liner inspected as he doesn¿t find a connection between the dislocations and the findings when the patient is operated on.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10 - medical devices: exceed cup 54 generic; item# unknown, lot# unknown multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00227. 3002806535-2022-00362. The head, liner, and ringloc shell locking ring were returned for evaluation. The head and liner were still assembled when received. The liner was observed to exhibit score marks and scratches on the scallops and on the outer circumference. The rim of the liner was also observed to have been scratched and deformed in one area. The head has multiple surface scratches throughout one hemisphere with what appears to be metal transfer being evident also. The locking ring was observed to be over-compressed at the split point and exhibited a score mark at the split point. The investigation confirmed that the products used during surgery are compatible and a legally marketed combination of products. This combination would not be expected to contribute to the reported issue. The revision surgery report states that when attempting to luxate the femoral component during surgery, the whole construction came out (stem/head/insert). There is a small wear mark on the liner and the head is scratched in several places. The locking ring is stuck at one side while it¿s mobile (as it should be) at the other side. The stem is fixed well. Based on the investigation and provided information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d6a, d9, g3, g6, h1, h2, h3, h6, h10. Visual inspection of the returned product shows some damage and discolouration on the outside of the liner. There is also some deformity on the etched area. The head shows severe scratching over its surface and remains firmly impacted in the liner. A ringloc shell locking ring has also been returned and shows damage and over compression at the split point. Review of the device history record (item # 11-253654 lot # 6491327) were reviewed for deviations and / or anomalies with no anomalies / deviations identified. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Dislocation was confirmed. No contributing factors were detected. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.